Event description:
It was reported that the system 9800 locked up with all lights lit and blocks across screen. The system was rebooted and the procedure completed without further incident. There was no adverse patient involvement or patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The 5 vdc power supply was found to be slow and the fluoro function board defective. The power supply was adjusted and the circuit board replaced. The system was tested and found to be working as intended and placed back into service.